Event description:
It was reported that the patient fell due to multiple episodes of loss of pacing. The patient presented in the emergency room and device interrogation revealed that the right ventricular lead was oversensing noise that caused pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was stable post procedure.